Event description:
It was reported that the customer had a blood glucose level of 30 mg/dl. The customer called emergency medical services and was taken to the emergency room. She stated her vision was blurry. She was treated with a saline drip and food. The customer stated she changed her infusion set and had no further issues. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).